Manufacturer narrative:
Upon visual inspection of the device, a cut in the electric cable was confirmed.

Event description:
It was reported that the device had bare exposed copper wires. No additional information about the event is available.